Event description:
Leica microsystems received a complaint from (B)(6) regarding sub-optimal tissue processing. On (B)(6) 2012, leica microsystems received info from the complainant that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.